Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 114 mg/dl. Customer stated that the numbers kept scrolling when he entered the bolus. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer declined to have loaner pump since he has two back-up pumps. Customer was advised that the helpline will not be able to troubleshoot the pump that is not on his account. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.